Manufacturer narrative:
(B)(4). The product was not returned. It should be noted the starclose se instructions for use, states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was completed using a starclose se device with a 6f sheath after a diagnostic heart catheterization. Scar tissue was present in the femoral artery from prior heart catheterizations and interventions. Reportedly, when the patient was in recovery, a large hematoma (27 x 11cm) was noted. The patient was taken to surgery for drainage of the hematoma and closure of the artery. Hospitalization was extended two days due to the surgical procedure. The patient was discharged in stable condition. No additional information was provided.